Event description:
Linear stapler malfunctioned. Pt was brought to surgery to have a bleb removed from his lung. Third part was opened to insert the linear stapling device. When device fired,-stapling line gave and pulsating bleed occurred. Reload cartridge put on the device to redo staple line-the device did not fire at all. Pt was opened to control the bleed.